Event description:
It was reported that during an ureteroscopy and laser lithotripsy procedure to treat a uretic stone, the fiber body broke after approximately 5 minutes of use. As a result, the physician burnt his hand. The physician noted that the burn did not require treatment. The procedure was completed with an alternative device. There were no patient consequences. In addition, it was noted that there were no issues and resistance inserting the fiber into the rigid ureteroscope.